Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient stated that he has been in the hospital since his procedure due to complications. Patient also stated that device was not working. No further complications were noted or anticipated.